Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 20-ml syringe the stopper pulled off during aspiration. There was no report of patient impact. The following information was provided by the initial reporter: the rubber plunger (black) of the syringe came off when aspirating the blood, remaining in the inclined position inside the syringe.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination. The batch history was verified, and it was observed that the production period took place between 22-nov-2019 and 27-nov-2019. The in-process inspections were carried out in accordance with the control plan, the retention samples were verified, and no records of this incident were evidenced. We were unable to fully investigate this incident, therefore a root cause could not be determined.

Event description:
It was reported while using bd luer-lok¿ 20-ml syringe the stopper pulled off during aspiration. There was no report of patient impact. The following information was provided by the initial reporter: the rubber plunger (black) of the syringe came off when aspirating the blood, remaining in the inclined position inside the syringe.